Event description:
Reported as complaint concerning zyderm 1. Follow-up findings "the doctor started injecting and during this procedure the needle removed from the inection." This event is being reported due to the possibility of a reportable injury occurring with a future incident.